Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified concentration of dextrose solution. After an unspecified length of time in use, the customer contact stated that after the cair clamp was closed, blood backed up into the tubing from the pt peripheral IV site. It was reported that less than 2 ml of blood leaked from the y-site tubing connection. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.